Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user discontinued ilet use due to episodes of hypoglycemia, with the endocrinologist advising discontinuation after blood glucose values reportedly dropped below 100 mg/dl on occasion. Symptoms included low blood glucose. Outcomes included no hospitalization, no alerts or alarms reported, and completion of troubleshooting and education. Investigation included a review of user-reported history during follow-up and assessment of available device-use information as relayed by the user. Investigation of this case revealed that the cause of hypoglycemia could not be determined from the available information, and no device malfunction or alarm behavior was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.